Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and had under delivery. The customer¿s blood glucose level was 600 mg/dl at the time incident and current blood glucose was unknown (over 400 mg/dl). The customer treated with the insulin pump and manual injection. It was reported that the customer had a problems with the sugar levels. The customer alleged pump was under delivering due to continued high blood glucose. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.